Event description:
It was reported that a touch panel malfunction occurred at power-up. The position of the arrow on the screen and the position of the touch pen were different. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event and replaced the touch panel, stylus and main processing unit (mpu) circuit board.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).